Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: "we received information that the lot number is either qj2alu or st2ajl. St2ajl is an invalid batch number. Please verify the lot number that belongs to this complaint.=>we heard that either of the two is the correct lot number, so probably the correct lot number is qj2alu. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: probably the correct lot number is qj2alu.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/6/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch qj2alu. Batch st2ajl. The following additional information was received: lot number is probably either qj2alu or st2ajl and it is unknown if the lot number - qj2alu or st2ajl - is the correct lot number.

Manufacturer narrative:
(B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. What is the lot number? Device return follow up. Note: events reported on: mw# 2210968-2023-00281, mw# 2210968-2023-00280, and mw# 2210968-2023-00279. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m vicrylce. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an unknown surgery, all 4 sutures used were broken during use. Further details are not provided from the hp. When we send the sample to you, we will let you know its return date and tracking number. Affiliate reference number is (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/28/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qj2alu/vcpb841 and no non conformances / manufacturing irregularities related to the malfunction were identified. Mfg. Date: 08/20/2020. Expiry date: 07/31/2025. The following additional information was requested: we received information that the lot number is either qj2alu or st2ajl. St2ajl is an invalid batch number. Please verify the lot number that belongs to this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/24/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: there were no adverse consequences to the patient. Additional information was requested, the following was obtained: * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details=>we confirmed this case was no patient consequence. * what is the lot number?=>unknown. * device return follow up.=>after domestic investigation, we are going to ship ethicon as soon as possible.